Manufacturer narrative:
This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the trochanteric femoral nail advanced (tfna) nail broke. The original date of surgery was on (B)(6) 2018. It is unknown if there was surgical delay. Procedure and patient outcome are unknown. Concomitant device reported: unknown tfna helical blade (part # unknown, lot # unknown, quantity # 1), unknown locking screw (part # unknown, lot # unknown, quantity # unknown). This report is for one (1)- nails: tfna. This is report 1 of 1 for (B)(4).